Event description:
It was reported that malfunction alarm occurred on pump with motor malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and to call back if malfunction occurred again.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.